Event description:
It was reported that a vented paclitaxel set leaked. This occurred during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The actual sample was not returned. However, a retained sample was visually inspected and leak tested. The retained sample performed per specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.